Event description:
As reported, a 5f 11cm brite tip sheath snapped off inside the patient. There was no reported patient injury. The device was used in a femoral bypass graft procedure. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f 11cm brite tip sheath snapped off inside the patient. There was no reported patient injury. The device was used in a femoral bypass graft procedure. A non-sterile ¿si brite tip f5 11cm¿ was received for analysis. Only the brite tip csi was returned for analysis. The unit was received with a separated cannula located approximately 7 cm from the brite tip. The separated piece was returned for analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Sem analysis was not performed because the damages associated with the separation are visible with the magnification obtained with a vision system. The separated area was inspected with a vision system and both edges presented evidence of elongations, scratches, and plastic deformation. The reported ¿catheter sheath introducer (csi)~separated" was confirmed. The exact cause of the observed damages could not be conclusive determined during the analysis. However, the elongations, scratches, and plastic deformation found on the material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed the device was induced to a tensile force that exceeded the material yield strength prior to the separation. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a dry, dark, cool place. Do not use if package is open or damaged. If increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure, and withdraw the csi.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have however, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.